Manufacturer narrative:
D6; device returned with no lot identification. H6: the dissector was received with the spoon broken off at the centerline tube at the tube spoon interface. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip present, yes; cover condition, good; cover properly positioned, off due to no spoon; cover tab condition, good; ferrule condition, good; hand cond. (Gaps/cracks), good; shaft straightness, good; shart twisted/loose in handle, no and spoon condition, broken. Analysis conclusion: based upon the inquiry info received and the visual examinationo, it was concluded that the reported instrument's dissecting spoon had broken during surgery, making the instrument non functional. The dissector was received with the spoon broken off at the center line of tube at the tube/spoon interface. The instrument would not function as designed due to a broken off spoon and no concluson could be reached as to why the spoon had broken off. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
During a coronary artery bypass the svsr1 was being used to free up the saphenous vein. The tip of the spoon portion of the svsr1 broke off during usage in the subcutaneous space when the device was being removed. The surgeon and the pa were able to remove the spoon portion which had broken off. The svd1 was then used to mobilize the vein. The svd1 broke off at the tip and became lodged in some of the fatty tissue surrounding the saphenous vein. The surgeon and pa searched the wound and were able to pull out the broken piece. A full skin incision was then made from above the knee to just above the ankle to complete the procedure.